Event description:
It was reported a deep brain stimulator (dbs) lead was removed for complaints of dysarthria and the magnetic resonance image (MRI) found a cystic structure at the electrode tip. It was noted the brain electrode was removed with no adverse sequelae. It was noted the patient¿s speech had improved and their dystonia was still treated by the contralateral electrode.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va00ucg, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).